Manufacturer narrative:
(B)(4). Evaluation summary: the sgc was returned and investigated. The reported mechanical issue and cable break was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported noise could not be replicated in the testing environment as the event was a symptom of the cable break. The investigation was unable to determine a conclusive cause for the sgc cable break, resulting in noise and loss of tip functionality. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The sgc was prepared without any issues. After adding half a turn in minus direction, the physician inserted the guidewire inside the dilator. The sgc was advanced, and just before reaching groin with the sgc, an additional quarter turn was added in the minus direction to further straighten the sgc. At this time a noise was heard and the sgc tip would not deflect with use of the minus knob due to a cable break. The sgc was not used for the procedure and replaced with a new sgc. Two clips were implanted, reducing the mr to <1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.